Event description:
Additional information received reported during delivery the device started opening normally, but then it froze and could not continue. During the device release process, it was only completely opened in its distal portion and closed in the medial and proximal portion. It was decided to remove the entire system and replace it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-may-23 (B)(4) (hcp, for, dis): medtronic received a report that during the release of the pipeline shield device, it did not open completely, neither the distal part nor the medial portion. Several maneuvers were attempted without success. It was decided to change the devices, replacing them with new phenom and pipeline shield devices. During its release, the device got stuck, making it impossible to flex the devices. Then it was replaced with new phenom and pipeline devices, the procedure continued successfully, and the patient is doing well. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no injury as a result of this event. On 2025-may-28 e1 (hcp, for, dis): additional information was received reporting that "impossible to flex the devices." Meant it was impossible to position the devices. The cause of the failure to open, resistance, and failure to position was not determined. The resistance occurred in the distal portion of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire or catheter observed. The pipeline had not been placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex shield braid was returned for analysis withing shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield outer carton and inner pouch. The pipeline flex shield pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿ damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found to be fully opened and damaged. In addition , the middle section of the braid was found to be fully opened and no damaged. No other anomalies were observed. ¿ testing/analysis: n/a ¿conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure to open at distal and middle section as the distal end of pipeline flex shield were found fully opened and damaged. In addition, the middle section was found to be fully opened and no damage. However, the root cause for damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.